Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.

Event description:
It was reported that the burr became detached. The target lesion was located in the proximal right coronary artery. A 1.50mm rotalink plus was selected for use. During use, after 3 runs and right after drilling was stopped, it was noted that the burr became detached from the catheter. The burr was safely removed from the patient's body. It appeared the wire was intact and the burr remained on the wire. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the burr became detached. The target lesion was located in the proximal right coronary artery. A 1.50mm rotalink plus was selected for use. During use, after 3 runs and right after drilling was stopped, it was noted that the burr became detached from the catheter. The burr was safely removed from the patient's body. It appeared the wire was intact and the burr remained on the wire. No patient complications were reported and the patient's status was stable. It was further reported the target lesion was mildly tortuous, moderately stenosed, and moderately calcified. Additional intervention was not required to remove the detached burr. Device evaluated by MFR: the device was returned for analysis. The handshake connection, sheath, coil and burr were microscopically and visually examined. The coil is stretched. The burr was detached from the coil and was received on the wire. Microscopic examination of the burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported.

Event description:
It was reported that the burr became detached. The target lesion was located in the proximal right coronary artery. A 1.50mm rotalink plus was selected for use. During use, after 3 runs and right after drilling was stopped, it was noted that the burr became detached from the catheter. The burr was safely removed from the patient's body. It appeared the wire was intact and the burr remained on the wire. No patient complications were reported and the patient's status was stable. It was further reported the target lesion was mildly tortuous, moderately stenosed, and moderately calcified. Additional intervention was not required to remove the detached burr.